Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4), failed internal resistance screening. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, it was discovered that there was a broken white wire on the battery pca board where the wire attaches the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.